Event description:
Pt reports that prostate cancer as a new diagnosis but it was removed through surgery. Inject 1 syringe intra-articularly into each knee once weekly for 3 weeks by physician. Prescriber contact info: (B)(6). Therapy start date: (B)(6) 2023.